Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported during a implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode the system shock impedance was 70 ohms pre induction. After defibrillation threshold (dft) testing with a successful shock, the shock impedance dropped to 5 ohms, and noise on all channels. A request was made to have data from this device analyzed. Rhythmcare provided recommendations to verify all equipment is grounded and advised to send a copy of the ECG for review. The physician was not able to save the data, and all data was lost, before being able to be sent. Once the electrode was explanted the physician confirmed a breach in the insulation of the electrode. The sicd device and electrode were successfully explanted. The device and electrode are expected to be returned for analysis.